Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported on 15wt cardiology, a leak occurred at the connection of tubing with a maxzero during patient use. There was no patient harm.

Manufacturer narrative:
The customer's report of a leak occurring at the connection of the tubing with a maxzero was confirmed. During testing and inspection of the valve top component a microchannel/scratch was observed within the interior diameter. The root cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
The customer reported that on 15wt cardiology, a leak occurred at the connection of a maxzero component of an extension set with the male luer of a non-bd tubing during an infusion. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported on 15wt cardiology, a leak occurred at the connection of tubing with a maxzero during patient use. There was no patient harm.